Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h6 as 2364 in health effect clinical code was incorrect.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm, pump error 35 alarm, visit to emergency room and was hospitalized for high bgs and dka found on 14-dec-2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 12/13/2022 at 20:12:01.000 and 12/13/2022 at 20:22:00.000. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to slight corrosion on the pcba 1, pcba 2 and force sensor. The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. A cracked retainer and a cracked reservoir tube lip were confirmed. Unable to verify customer alleged for high bgs and dka. Unable to upload pump to carelink and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to slight corrosion on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: pump has been returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was missed in the initial report. The information has been provided in section b5 of this report.

Event description:
Customer was feeling both unwell and had a headache. Customer later did not want to continue with troubleshooting.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was admitted in emergency room due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 351 mg/dl at the time of incident. Customer stated symptoms related to high blood glucose that were unwell or headache. Troubleshooting was performed, the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.